Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. Event summary: in a revision tha surgeon found that ceramic liner was broken in half. Patient came in limping. The ceramic head and the liner were revised. Root cause analysis the density of the insert was analysed and found to be complying with the delivery specification for biolox@delta components. The microstructure as obtained from the quality documents of both parts accomplishes the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Secondary metal transfer patterns can be found on the fragments of the insert and on the ball head as a result of contact with metal parts after the primary fracture event. Primary regular metal transfer can not be found on the taper of the insert. Based on the located metal transfer, a rotation of the insert within the metal shell could have been occurred, potentially caused by an insufficient fixation of the insert in the metal shell. Metal transfer on the transition l/j indicates a misaligned posítion of the insert in the metal shell. Lntensive metal transfer can also be found at the insert's backside. This metal transfer could have been caused by contact with a protruding screw head, interrupting the insert's fixation and provoking a rotation of the insert within the metal shell - assuming that one or more screws were used. Zimmer biomet hasn't got any information with regard to the application of screws in that case. The existing metal transfer on the rim of the insert indicates impingement and rotation within the metal shell. Due to secondary damages the fracture origin can not be found. Primary metal transfer can be found on the bore surface of the ball head. Metal abrasion and breakouts on the polished surface of the ball head indicate an intensive contact with fragments of the broken insert and with metal parts. Conclusion summary the ball head does not provide any hint regarding a possible cause of the failure of the insert. An insufficient or misaligned fixation of the insert in the metal shell is the most likely reason for the fracture of the insert. Ln case those screws had been used, the insufficient or misaligned fixation could be caused by an unintended contact of the insert with a protruding screw head. However, an exact root cause could not be determined the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta taper liner, ii/36 on (B)(6) 2015 (exact implantation date is unknown, assumed to be (B)(6) 2015). The patient was revised on (B)(6) 2016 due to breakage of the liner. It was reported that the surgeon found that ceramic liner was broken in half.